Event description:
It was observed that during the device evaluation, the flex video scope displayed a color tone of the image that was not proper (the image was magenta or green only) due to damage on the charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "irregular color tone of image (image was only magenta or green)" is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or a part mounted on the electrical circuit board (i.e. Integrated circuit chips and capacitors) was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated event. Olympus will continue to monitor field performance for this device.